Event description:
Reporter alleged discrepant blood glucose results of 450 mg/dl back to back with a result of 216 mg/dl when testing was performed 2 minutes apart on his aviva system. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.